Manufacturer narrative:
Add'l info including identity of mating/access device, usage and flushing protocols as well as availability of return of same lot samples for testing were requested. As of the date of this submission, complainant had no add'l info or samples to return. A review of the mfg lot build database for the reported lot # 2748154 (mfg. Date 10/01/2013) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the manufacturing build cycle. Findings: the involved tego connector device and the mating and access devices were not returned for analysis and confirmation. The tego connector was pre-tested prior to placement with no abnormalities/defects detected at that time. The tego connector was successfully used/treatments administered for five days with no issues noted. As no devices were returned, the exact cause(s) of this reported incident are unk at this time.

Event description:
Intl (B)(6) complaint received reporting leakage problem where d1000 tego connectors were in use. The incident was reported as follows "..pt went home after treatment and noticed blood leaking from hemocatheter. Pt returned to unit for assistance from rn. Hemocatheter and exit site dressing intact. Blood had leaked through the dressing that covered the ends of the hemocatheter where the tego was connected. Blood was resent in the catheter line and large clot found on the end of the tego. Crack on the side of the tego was also noticed when rn tried to aspirate remaining clot and caused blood to bubble from the crack. This pt's tego was applied 5 days prior to this event. Rn responsible for pt's treatment that morning reported no problems or difficulty with connection between hemodialysis line and tego. No similar events reported. No apparent performance issue." There were no reported adverse pt consequences and or outcomes. The involved devices were replaced and discarded.